Event description:
The event involved a admin set, standard/smallbore w/clave¿. It was reported during the magnetic resonance perfusion (mrp) injection, the sodium chloride (nacl) bag was used to rinse the mrp multiple times and then rinse the cartridge to avoid losing the product. During these rinses, the check valve on the tubing was defective. During the normal patient injection the product returned to the nacl bag, thereby preventing the proper injection of the mrp in the correct direction, towards the patient. The customer stated if they could have realized the issue during the injection, it would of been possible to clamp the infusion to establish the correct flow direction of the product. However, due to the radioactivity present in our mrp, the extremities could be exposed initially to ionizing radiation. There is a potential uncertainty about the exact time of the injection of the radiopharmaceutical medication, which could impact the examination results, as it is crucial for the mrp to bind for one hour between the injection time and the imaging time. Over-irradiation of the extremities during injection could have been avoided with tubing clamping. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.